Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of explant is unknown but may be (B)(6) 2015. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. It was reported that the subject device has been discarded by the hospital and will not be returned for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the patient underwent revision surgery to remove an unknown clavicle hook plate due to pain and possible metallosis. During the surgery, it was noted that the soft tissue around the plate was black. Samples of the tissue were sent to the lab for testing. This report is for an unknown quantity of unknown screws. This report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: device reportedly removed (B)(6) 2015 and was confirmed not broken.